Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(60 was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the circuit board and door board were blown, with leds not lighting up, and drawer 12 failed to open. The fse first replaced the latch, but the drawer still failed to open, followed by replacement of the drawer board, which also did not resolve the issue. The fse then replaced the communication cable and controller board, after which the drawer operated correctly. The fse additionally replaced the door board on drawer 11 and all four rails for drawers 11 and 12 due to visible damage. The drawers and zone were reconfigured and reassigned, and testing was completed with the customer successfully opening cubies and drawers and releasing cubies, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open to issue item but made a noise as though it was trying to. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.